Event description:
The customer's father reported that the customer was hospitalized for high blood glucose with a reading of 590 mg/dl. The father stated that the customer changed the infusion set twice and the cannulas were not bent when removed. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the prime and high pressure tests. The mother later called asking for the insulin pump to be replaced. The mother stated that the customer changed the infusion set after being released from the hospital and was still experiencing high blood glucose levels. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the functional test including the occlusion, prime, excessive no delivery and displacement tests.